Manufacturer narrative:
This lead will not be returned. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of conversion issues has been found to be a known inherent risk of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular lead exhibited high capture thresholds, (4v/2ms). The physician scheduled the patient for a lead revision procedure in the near future. The lead remains implanted. No adverse patient effects were reported. Additional information was received that this rv lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). The lead is not expected to be returned for analysis. Besides surgical intervention, no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular lead exhibited high capture thresholds, (4v/2ms). The physician scheduled the patient for a lead revision procedure in the near future. The lead remains implanted. No adverse patient effects were reported. Additional information was received that this rv lead was surgically expected. Besides surgical intervention, no adverse patient effects were reported.